Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported a piece of the plastic cannula broke in the patient's eye during the procedure. No patient injury. Additional information received, the surgeon was able to remove the particulate without injury or additional procedures.